Manufacturer narrative:
Date of report: 11june2021. There was no patient involvement.

Event description:
It was reported to philips by a customer that the unit touch screen not working. Based upon the information provided, the device was not in clinical use or providing therapy at the time of the event reported. No harm or injury has been indicated or alleged. The device was evaluated remotely by a philips remote service engineer (rse). Upon further inspection and review of the device, the bme stated the unit's touch screen not responding to touch at all. Rse discussed touchscreen replacement with bme and provided parts ID. It is unknown if any parts or repair has been conducted in relation to the alleged complaint. Attempts to obtain further information are currently pending.

Manufacturer narrative:
Upon further investigation, the touchscreen not working issue was discovered by the respiratory therapist during cleaning and preparation. There was no patient involvement. Therefore, this complaint no longer meets reportability requirements.